Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a hospitalization on (B)(6) 2014 due to a bladder infection that caused her blood glucose reading to go over 600 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. The customer stated she has been losing weight due to stress and it has been making finding the right site for infusion sets difficult. Customer has treated with manual injection. The customer was treated with fluids and antibiotics at the hospital and released when her blood glucose reading was 350 mg/dl. Nothing further reported.